Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the distal/posterior medial compartment of the femur broke in half so the surgeon revised."